Event description:
It was reported that this patient has received multiple inappropriate shocks due to oversensing of wide signals. Recommended performing an evaluation on the patient at this time. No adverse events were reported. Additional information was received that while the patient with this s-ICD was having intercourse, they received an inappropriate shock as a result of oversening noisy signals. Technical services (ts) was consulted and provided troubleshooting suggestions. As part of the troubleshooting measures, a chest x-ray was recommended. The patient was brought into the clinic for further evaluation. Isometric maneuvers were performed and able to generate noise in all three vectors, however, the noise was appropriately sensed and marked as noise by the device. The majority of the noise was exhibited in secondary and alternate vectors. Upon further review, it was noted that the patient's r waves have become a wider complex rhythm. Review of additional inappropriately stored episodes exhibited double and triple counting as a result of oversensing the wider complex signal. Ts recommended again to capture a new reference s-ECG as well as perform a treadmill test. At this time, the device system remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this patient has received multiple inappropriate shocks due to oversensing of wide signals. Recommended performing an evaluation on the patient at this time. No adverse events were reported.